Event description:
Report received of no audible alarm. The pump was being evaluated in the facility after being returned from patient use. The pharmacy technician stated that the device did not sound an audible alarm when turned on. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.